Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the ventricular lead into the pulse generator header. Eventually, the lead was successfully inserted and secured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.